Manufacturer narrative:
A supplemental MDR is being submitted for correction and includes additional information based on investigation. The following sections of this report have been corrected/updated: h6 (component code, type of investigation, investigation findings, investigation conclusions) and h10 (provide narrative/data). The device was not returned to edwards lifesciences for evaluation as it remains implanted. As a result, no visual inspection, functional testing, or dimensional analysis could be performed. In addition, no imagery was provided for evaluation. A device history record (DHR) review was performed, and it did not reveal any manufacturing nonconformance issues that would have contributed to the events. The instructions for use (IFU)/training manuals were reviewed for guidance/instruction involving the valve usage. Based on the review of the IFU/training manuals, no deficiencies were identified. A review of edwards lifesciences risk management documentation was performed for this case. The reported event is an anticipated risk of the transcatheter heart valve procedure, additional assessment of the failure mode is not required at this time. In this case, the reported events of valve leaflet thickened/hypoattenuated leaflet thickening (halt), central regurgitation and stenosis that resulted in a valve in valve being performed were unable to be confirmed. A review of the DHR did not provide any indication that a manufacturing non-conformance contributed to the reported events. A review of the IFU revealed no inadequacies. During the manufacturing process, the sapien 3 valves are 100% visually inspected for defects and 100% tested for proper coaptation under physiological backpressure conditions prior to release for distribution. Therefore, it is highly unlikely that a manufacturing defect or device malfunction contributed to the events. As reported, "moderate aortic regurgitation (ar), severe aortic stenosis (as) and dyspnea were observed. Four (4) years and 10 months after tavr, valve in valve with a 20 mm sapien 3 ultra resilia was performed". Per the IFU, thickened leaflets is a potential adverse event associated with the use of valve. Thickened leaflets can result from a number of factors, including valve degeneration, calcification, endocarditis, and prosthetic valve thrombosis. In this case, the patient had a history of chronic kidney disease (ckd) which is a well-known factor for valve calcification leading to thickened leaflets. As such, the available information suggests patient factors (chronic kidney disease) may have contributed to this event. Per the IFU, valve stenosis is a potential risk associated with bioprosthetic heart valves. Per the valve academic research consortium (varc), valve stenosis can result from a number of factors, including pannus, calcification, support structure deformation (out-of-round configuration), trauma (cardia-pulmonary resuscitation, blunt chest trauma), endocarditis, prosthetic valve thrombosis, and native leaflet prolapse impeding prosthetic leaflet motion. Valve stenosis may result in symptoms such as shortness of breath and decreased exercise tolerance, which may be accompanied by an increased gradient across the valve. This could be due to early calcification of the leaflets, host tissue overgrowth or in rare cases, a non-functioning leaflet. Calcification is a well-recognized failure mode of bioprosthetic valves. The mechanisms for bioprosthetic heart valve tissue calcification are not fully understood. Many factors can contribute to the onset and propagation of calcification including patient related (e.g. Patient age, disease state, immune status, and other co-morbidities), pharmacological, and intrinsic properties of the valve itself. Stenosis of an implanted valve may be a manifestation of structural valve deterioration (svd). This term refers to changes intrinsic to the valve, and can include failure modes such as wear, calcification, leaflet tear, stent creep, leaflet disruption, or leaflet retraction. Svd may be mild and not require any intervention or it may be moderate to severe. It can cause the heart to work harder to eject blood from the ventricle. Depending on severity, it could be an indication for valve replacement or medical intervention. In this case, the patient had leaflet thickening which could narrow the opening (effective orifice area) and obstruct the blood flow, resulting in stenosis. As such, the available information suggests that patient factors (leaflet thickening) may have contributed to this event. Per the IFU, valve regurgitation including paravalvular leak (pvl) and transvalvular leak (central), are known potential adverse events associated with bioprosthetic heart valves and the transcatheter valve replacement (thv) procedure. Central regurgitation which develops progressively over time can be due to several issues including patient-related factors, structural valve deterioration (e.g. Calcification, leaflet thickening), and/or nonstructural dysfunction (fibrosis, pannus formation). Paravalvular leak refers to blood flowing through a channel between the structure of the implanted valve and the cardiac tissue due to lack of appropriate sealing of the valve to the target site. Some pvl is not uncommon post-deployment. Many cases are mild to moderate, and either resolve over time or do not cause symptoms. Others may be more clinically significant and require intervention. The mechanism behind worsening or late pvl is not well understood but may be related to cardiac remodeling. In this case, the patient had a thickened leaflet, which could contribute to improper or suboptimal leaflets coaptation, resulting in central regurgitation. As such, the available information suggests that patient factors (leaflet thickening) may have contributed to this event. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. Since no edwards product defects or labeling deficiencies were identified, no product risk assessment (pra) nor corrective or preventative actions are required.

Manufacturer narrative:
A supplemental MDR is being submitted for correction and includes additional information provided. The following sections of this report have been corrected/updated: d4 (additional device information - model number, serial number, expiration date and unique identifier (UDI) number) and h4 (device manufacturer date). The investigation is still ongoing.

Event description:
As reported by our edwards lifesciences japanese affiliate, approximately 4 years 10 months post transcatheter aortic valve replacement (tavr) procedure with a 23 mm sapien 3 valve, the patient underwent a valve in valve procedure with a 20 mm sapien 3 ultra resilia valve due to hypo-attenuated leaflet thickening (halt), moderate aortic regurgitation and severe aortic stenosis. The patient was presenting with dyspnea.

Manufacturer narrative:
The investigation is ongoing. H3 other text : device remains implanted.